Manufacturer narrative:
Device evaluated by MFR: the lot number was not provided and the complaint sample was not made available for evaluation. Complaint data was reviewed and there were no adverse trends and signals observed. The root cause could not be established. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported on 15mar2019 by an eye care professional (ecp) that a male patient used the alleged contact lenses and suffered a three to four degree gigantopapillary conjunctivitis (gpc) in the right eye (od). It was further noted that he experienced infiltrate and peripheral "ulcus" in the cornea. The patient also had an intolerance with the contact lens. There was no medical intervention identified. It was unknown if symptoms had resolved. Additional information has been requested but not yet received.